Event description:
Note: this report pertains to first of two events that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2010-00583 for a description of the other event. It was reported to boston scientific corporation that a jagwire guidewire and a flexima biliary stent system were used during a drainage procedure in the bile duct of a patient. During the procedure, resistance was encounter while advancing the jagwire guidewire into position. The guide catheter was withdrawn for stent deployment however the stent would not deploy upon reaching the stent deployment marker. The entire guide catheter was withdrawn which allowed the stent to be deployed with no patient complications. The system and the jagwire guidewire were removed at which point it was noted the catheter was stretched and the jagwire guidewire had peeled. No fragments of the wire fell into the patient.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)